Event description:
During IV start, the new green gloves that we have broke open a few different times. Specifically this incident, I was not exposed to blood or bodily fluids. However, this is frequently happening with each use. This patient was on isolation due to infectious disease symptoms. These gloves are currently not appropriate for emergency department.